Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed, that the tamper seal was intact upon receipt. The lens was noted to be scratched. An error code was found in the ehl (event history log). Troubleshooting and functional testing was performed. The customer reported, issue was duplicated as cassette not attached properly was detected, during the functional test. The root cause of the reported issue is unknown. But the downstream occlusion sensor was found to be faulty. To correct the issue, the downstream occlusion sensor was replaced. The product is beyond a year from manufacture date. And there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported, that a cassette would not attach properly. There was no report of any patient harm.